Manufacturer narrative:
(B)(4). Date of this report - correction - the initial MDR was reported as mar 6, 2019. In this case, the date was incorrect on the initial MDR. A correction would be made for the date and the information should be entered on the follow-up report as: mar 22, 2019.

Event description:
Subsequent to the initial MDR, a correction and additional information are required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth test was performed and passed. A review of the share logs was performed and a transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.